Manufacturer narrative:
The DHR review is complete with no anomalies noted. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required, since there is no non-conformance. The investigation is complete.

Manufacturer narrative:
A bausch + lomb service technician was sent to the facility to inspect the stellaris unit. The reported problem of low irrigation was not confirmed. The investigation is ongoing.

Event description:
At the start of the cataract surgery the doctor noticed that the anterior chamber was collapsing. The balanced salt solution bottle was raised from 100cm to 115cm to increase irrigation into the eye. The anterior chamber collapsed again when the surgery was resumed. The doctor removed the handpiece from the eye. The balanced salt solution bottle was removed from its hanger and spike/bottle was inspected. The spike was removed from the bottle and reinserted. No issues were identified on inspection. The bottle was rehung and set to 115cm. The irrigation was tested outside the eye and was flowing freely out of the hand piece and could be seen through the tubing. The doctor recommenced the procedure and once again the anterior chamber collapsed, resulting in a posterior capsule rupture. The doctor proceeded to a posterior vitrectomy procedure, removing the dropped fragments and implanting an alternative anterior chamber inter ocular lens. The patients follow up visit was scheduled for september 26th. The details of this are not yet available.